Event description:
Reportedly, when attempting to perform routing monitor of a pt, the device displayed that the ll lead was off. The ECG monitoring electrodes were replaced three times and the device power cycled off and on repeatedly, in unsuccessful attempts at correction. After approximately 3 minutes the device displayed the pt ECG appropriately. The device was used without further incident.